Event description:
IV pump controlled/delivered tpn at specific rate set. Unexplained bolus of product occurred. How remains unknown. Staff indicate delivery rate correct on device. Product testing/verification unable to recreate device failure.